Event description:
External fracture near the hub of a PICC. Exact product code and lot # unk. Removed and replaced with a new PICC. Has happened twice with the same home pt. No injury involved. PICC was in for approx 1 week prior to fracture each time. Fracture was noted at dressing change.